Event description:
Literature: marks wa, honeycutt j, acosta f, reed m. Deep brain stimulation for pediatric movement disorders. Semin pediatr neurol. 2009;16(2):90-98. Summary: this article reviews the role of dbs and the authors experience with establishing a dedicated pediatric dbs program. The article included information on patients from sept 2007 to feb 2009 with 18 surgeries on 16 patients with primary and secondary dystonias as well as one patient with juvenile parkinson disease caused by tyrosine hydroxylase deficiency. Patients were implanted bilaterally in the gpi. Reportable event: two patients experienced infections that required all hardware removal. The patients were reimplanted 3-6 months after antibiotic treatment. See literature article attached to MFR # 2182207200905602. Reference MFR report # 2182207200905604 for other side of bilateral system.